Event description:
It was reported that a pericardial effusion (pe) and cardiac tamponade occurred. During a left atrial appendage (laa) closure procedure, a versacross connect (vcc) transseptal kit was selected for use. The procedure was being guided by intracardiac echocardiography (ice) imaging. On transeptal (tsp) access, it was noted that the vcc and watchman trusteer access system (was) was not clearly visible when physician tried to cross the septum. The vcc wire was not visible in the left atrium (la), therefore, the vcc wire was retracted back and a second attempt was performed with same outcome. The third attempt was successful for crossing the septum and the vcc wire was visibly seen in the la, the was then advanced to the la. A watchman flx pro closure device and delivery system (wds) was inserted and deployed in the laa. Upon wds deployment, the patients' blood pressure was dropped and an pe was noted surrounding the right ventricle. A pericardiocentesis was performed and 300ml of blood was withdrawn, protamine was administered following release of closure device in the laa. Multiple contrast injections were performed to access any perforation of the laa but none was seen. A repeat transthoracic echocardiogram (tte) was performed that showed improved condition and no new blood accumulation. The procedure was concluded. The patient was sent to post anesthesia care unit (pacu) and another tte was performed that showed no new blood accumulation around the heart. The patient was kept overnight as precaution and discharged the following day. In the physician opinion, the tsp access caused the pe.